Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician and a nurse from (B)(6) of aseptic peritonitis in a patient coincident with dianeal unknown bag and nutrineal therapies intraperitoneally (ip) for peritoneal dialysis (pd) and automated peritoneal dialysis (apd). The duration of apd was reported as "for a short time." On an unknown date, the patient experienced digestive disorders with diarrhea. On (B)(6) 2010, during hospitalization the patient developed cloudy effluent without abdominal pain. On that same date, the patient was diagnosed with aseptic peritonitis. On (B)(6) 2010 the patient began remedial treatment with gentamicine (ip) and oflocet (400mg, po). On (B)(6) 2010, the patient received remedial treatment with gentamicine 40mg ip. On an unreported date, the patient recovered from the event of aseptic peritonitis. It is unknown if the patient recovered from the diarrhea. The reporter did not provide further information pertaining to the remedial treatment. It was unknown if the dianeal and nutrineal therapies were ongoing. The reporter considered the event of aseptic peritonitis as possibly related to dianeal unknown bag and nutrineal therapy. The reporter considered the event of diarrhea was unrelated to the dianeal unknown bag and nutrineal therapies.